Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor stopped working and, after replacement, the sensor would not establish glucose readings on the ilet despite multiple code entries and toggling between g6 and g7 on the device, indicating a pairing issue limited to the ilet. Symptoms included hypoglycemia with a lowest blood glucose of 52 and approximately 45 minutes outside the target range without loss of consciousness or other acute complications. Outcomes included no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included guided troubleshooting and education on sensor pairing within the ilet interface. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 following a sensor replacement, consistent with communication or configuration issues rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related or connection-related sensor integration difficulty.